Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in so much pain/excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury ("they accidently punctured my bladder while in surgery"), gait disturbance ("couldn't walk "), swelling ("crazy swelling"), abdominal distension ("bloating") and vomiting ("vomiting"). The patient was treated with surgery (hysterectomy) and catheter and bag. Essure was removed. At the time of the report, the pelvic pain, bladder injury, gait disturbance, swelling, abdominal distension and vomiting outcome was unknown. The reporter considered abdominal distension, bladder injury, gait disturbance, pelvic pain, swelling and vomiting to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, bladder injury, difficulty in walking, swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Events: bloating, vomiting added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I was in so much pain') and bladder injury ('they accidently punctured my bladder while in surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antibiotics. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), gait disturbance ("couldn't walk ") and swelling ("crazy swelling"). The patient was treated with surgery (hysterectomy) and catheter and bag. Essure was removed. At the time of the report, the pelvic pain, bladder injury, gait disturbance and swelling outcome was unknown. The reporter considered bladder injury, gait disturbance, pelvic pain and swelling to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, bladder injury, difficulty in walking, swelling. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.